Manufacturer narrative:
B3: the date of event will be estimated as 02/19/2026. H6: medical device problem code 1494: indication for use; incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported an esprit btk scaffold was implanted however 8 month post procedure, the lesion was narrowed within the scaffold. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of stenosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported an esprit btk scaffold was implanted however 8 month post procedure, the lesion was narrowed within the scaffold. No additional information was provided.